Event description:
It was reported the customer received a blank display on their insulin pump. Customer stated the blank display occurred after receiving a failed battery test alarm. Customer's blood glucose was 245 mg/dl at the time of the blank display. It was found the customer did not have any damage to their battery compartment. Troubleshooting was able to retrieve the customer's display and the insulin pump did not alarm failed battery test. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event aqs no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.